Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Event description:
Approximately six months after the implantation, the patient developed diarrhea, reported not "feeling well" and laboratory findings included an elevated crp, hepatic dysfunction and an inr of 8.0. The patient was admitted to the ICU with suspected sepsis. Pump parameters were within normal range. At this time the patient had been taking oral clotrimoxazole for approximately two months for driveline exit site infection which remained active but was described as "limited". A blood culture was (B)(6). An echocardiogram revealed no signs of (B)(6). The patient's antibiotics were switched to intravenous vancomycin and glazidim and he/she was given two units of prothrombin-proconvertin-s-antihemolytic factor b (ppsb). After the administration of the ppsb, the patient's inr decreased to 5.0 and a rise in the vad power consumption and flow estimations was documented. The patient was treated with actilyse with normalization of the pump parameters. However the patient developed a cardiac tamponade requiring additional administration of ppsb and fresh frozen plasma. Three and a half weeks after the patient's hospital admission, scintigraphy with marked leukocytes revealed no signs of infection at the level of the pump and blood cultures were negative. In addition the patient's inr was reported to be around 3.0 and he/she was afebrile on intravenous floxapen and rifamycin. At last report, the patient remained in the hospital and was experiencing poor right ventricular function (left anatomic ventricle) with 10 kg of fluid retention despite aggressive treatment with intravenous lasix and spironolactone. An echocardiogram revealed an inter-atrial septum to the left side while right heart pressure measurements revealed a low cardiac index of 1.73 l/min/m&#10241;nd elevated pulmonary artery pressures of 40/20 mmhg with a mean of 20 mmhg. Pump parameters remain within normal ranges. Investigation is ongoing.

Event description:
Approximately six months after the implantation, the patient was admitted to hospital with sepsis. One of the patient's blood cultures was positive for staphylococcus. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.